Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. The review of system log files showed malfunction with the ups. Upon troubleshooting, the fse found 1 phase ups not receiving sufficient power, 84vac. And found f4 fuse blown in nyu. To resolve the issue, the fse replaced the fuse and bypassed the ups. System functional tests were performed, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.